Event description:
A selector 35khz neuro sterile tip and flue was reported to have broken while in use. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.